Event description:
A pt suffered from sepsis and received transfusions prior to receiving crrt, due to low hemoglobin. Pt was on crrt for over a week and, during one of the set replacements, the blood in the circuit was not returned, resulting in a blood loss of 152 ml. The 24 hours following that last set replacement, the pt received another transfusion. Although it is unlikely the transfusion was attributable to the loss of blood in the circuit, the possibility cannot be dismissed.